Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was damaged. A field service engineer effectively identified that the bus cable had detached from the matrix controller board and reattached the cable to rectify the problem. The system functioned as intended after the field service engineer had troubleshot the device. A field service engineer confirmed that there had been a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis medstation es system, experienced drawer failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.